Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 489 mg/dl. Customer declined to troubleshot for high blood glucose. Customer stated that the reservoir leaked into the insulin pump. Customer stated the p-cap came off the reservoir. Customer states there was fluid in the reservoir compartment. Advised customer to perform the self-test which was passed. The device will not be returned for analysis.